Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery. Following pre-dilatation, a 3.00 x 24mm synergy xd drug eluting stent was used. However, during advancement, the stent strut was lifted. The procedure was completed with another of same device. No patient complications nor injuries were reported.